Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the device was able to lock and unlock a burr without issues. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during cervical anterior discectomy surgery, it was observed that the attachment device was not holding burr devices. It was further clarified that the connection piece was coming loose and wobbling on the device. The reporter stated this was the first time the device was used as it is ¿evaluation equipment¿. There were no delays to the surgical procedure as an identical spare device was available for use. The surgery was completed successfully with the spare device. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.